Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: during investigation, the pump powered up to an unresponsive keypad. The pump cover was removed to find moisture ingress on the continuous glucose monitoring module, the keypad connector, and on the power printed circuit board. Unrelated to the original complaint, moisture was found in the display screen. The reported tactile changes issue was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.